Manufacturer narrative:
The datacard and treatment tip were returned for evaluation. Review of the datacard showed the following errors occurred during treatment: quantity - error ID - description - percent of reps: 1 - (B)(4)- 0.10%; 1 - (B)(4) - 0.10%; 8 - (B)(4)- 0.76%; 1 - (B)(4)- 0.10%; 1 -(B)(4)- 0.10%. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the system and hp performed as expected. During evaluation of the treatment tip, product support found damage to the tip membrane. This confirms the customer account of tiny hole in on the center of tip''s membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts/holes of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. The investigation is complete.

Manufacturer narrative:
Product evaluation shows that the thermage tip had been used for 1051 pulses at the time of receipt. The tip passed flow, leak, and thermistor testing. It failed visual testing, and no functional test was performed due to the observation of dielectric breakdown. Based on the evaluation of the system data logs, the hand piece and system performed as expected. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reports that a patient received burns of 1-2 cm about the face and neck while undergoing a thermage treatment. Prior to the treatment, the patient was administered 1.5mg of IV rapifen. It is reported that the thermage tip was inspected prior to this initial use, and nothing notable was observed. The highest energy level used was 3.5. The tip was rechecked every 10 pulses, and at 1040 pulses the event occurred. At 1051 pulses the doctor found a tiny hole in the center of the tip membrane. No system errors or anything out of the ordinary was noticed during treatment. Approximately 60ml of coupling fluid was used. Ice was applied post procedure and the patient was prescribed sulfazin. After swelling, the patient was treated with botulinum toxin (50u) on the masticatory muscles. Blisters are resolving, and no permanent damage or scarring is anticipated.